Event description:
It was reported that a pinhole occurred. A balloon dilation and angioplasty were performed for a 50% stenosed target lesion was located in the moderately tortuous and mild calcified right upper limb venous fistula. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, it was noted that the pressure of the pressure pump could not be maintained and the balloon was leaking causing the balloon failed to inflate. The balloon was removed and was dilated again with the pressure and the liquid was ejected and there was a pinhole noted. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
A4: weight: 58.5 kg. E1: initial reporter facility name: (B)(6). A1: patient identifier: updated.

Manufacturer narrative:
A4: weight: 58.5 kg. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that a pinhole occurred. A balloon dilation and angioplasty were performed for a 50% stenosed target lesion was located in the moderately tortuous and mild calcified right upper limb venous fistula. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, it was noted that the pressure of the pressure pump could not be maintained and the balloon was leaking causing the balloon failed to inflate. The balloon was removed and was dilated again with the pressure and the liquid was ejected and there was a pinhole noted. The procedure was completed with another of the same device. There were no patient complications as a result of this event.